Event description:
It was reported that during a uterine ablation procedure the catheter would not maintain pressure. This occurred with 5 catheters. The procedure was completed using a 6th catheter. The procedure was extended 45 minutes. There were no adverse patient consequences.